Event description:
It was reported that during a ptca/stent procedure, after ten attempts to cross the lesion without removing the device from the pt, the stent was lost in the ostium of the vessel. There was no attempt made to deploy the stent. The dislodged stent was then removed using a snare device. No pt injury was reported.